Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, haptic was broken in injector. The procedure was completed with the back-up lens. Additional information was requested.

Manufacturer narrative:
FDA product codes (a0502) has been removed. The manufacturer internal reference number is: (B)(4).